Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer's blood glucose was 300 mg/dl. Troubleshooting was not performed for partial display. Customer also think there was priming and air bubbles issue. Customer stated it takes long time for the insulin to come out and when it does, it was not the right amount. Insulin pump will not be returning for analysis.